Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor alerted him to a low and when he checked his blood glucose it read 50 mg/dl. Troubleshooting did not occur for the low blood glucose. His blood glucose has since increased to 250 mg/dl. The insulin pump was not returned for analysis.